Event description:
It was reported that during a right colectomy procedure, within ten minutes of surgery, the silicone detached from the shears tip. There wasn't any problem with the patient. It was necessary to replace it with another shears.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.